Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the accuracy of the probes was poor, floating between 2-3mm. It was also noted the accuracy seemed to change due to the divot. There was no delay and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735665 (serial: (B)(6)); implant date n/a; explant date n/a. Product ID 9730605 (unk); product type: 2543-mnav - system; implant date n/a; explant date n/a. Product ID 960-553 (unk); product type: 2543-mnav - system; implant date n/a; explant date n/a. Product ID 9734682 (unk); product type: 2543-mnav - system; implant date n/a; explant date n/a. Product ID 9734680 (unk); product type: 2543-mnav - system; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information will continue to be reported under the following regulatory report numbers: 1723170-2025-02910 1723170-2025-02911 1723170-2025-02912 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no reported allegation against the thoracic probe or the pedicle probe.